Event description:
The customer reported high blood glucose readings due to bent cannulas. The customer stated that prior to the phone call her blood glucose reading was 225 mg/dl, she took seven units of insulin and her blood glucose reading increased to 450 mg/dl. The customer reported that the level of insulin in the reservoir was unchanged but the insulin pump never alerted a no delivery alarm. The customer stated that the insulin pump is under-delivering insulin. The customer reported that they only use the stomach area as an insertion site. While troubleshooting the customer checked the daily totals and it showed that insulin was delivered. At the end of the phone call the customer's blood glucose reading was 397 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.